Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturer representative reported that a reprogramming was performed to minimize the shocking. The slow charging was determined to be due to the diminishing life of the battery causing longer charging times. A battery was going to be scheduled in the next 6 months.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer via a healthcare provider and a manufacturer representative reported that the implantable neurostimulator (ins) was not changing as fast as normal and they weren't feeling the amplitude changes as quickly. It was thought that the slow changes were due to the patient adjusting the pulsewidth and not the amplitude since the patient noted seeing numbers like 500 and 600. The patient was also feeling a shocking sensation at times. A manufacturer representative was going to see the patient on (B)(6) 2016 to test connections, check programming parameters, and try to determine the cause of the zapping. They were also going to try and determine why the patient was feeling the changes slower. The patient was indicated for complex regional pain syndrome type I. No troubleshooting, causes, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.